Event description:
The customer reported being hospitalized due to low blood glucose of 29 mg/dl. The customer stated that she was in a vehicle accident while driving. The customer stated that she over estimated her carbohydrates intake and gave herself too much insulin, which caused her glucose level to drop. The customer's most recent glucose reading was 110 mg/dl. The customer stated that she has changed her set many times since then and her glucose level has been normal. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.